Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic prostatectomy, the bag tore while being deployed. New bag was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Event description:
According to the reporter, during robotic laparoscopic prostatectomy, the bag tore while being deployed.there was no injury caused to the patient and no medical intervention was required

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Pmv observed the bag was completely separated from the ring and uncinched. Engineering examined the device and found that the condition of the tail tab, specimen pouch and metal fork were indicative of misuse. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the observed condition may occur if the tail tab is prematurely removed; the fork handle is pulled out of the device/tube; and then redeployment of the fork is attempted resulting in ripping of the specimen pouch. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (UDI). If information is provided in the future, a supplemental report will be issued.